Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was brushing teeth at the time. Technical services advised doing some system testing. Later, the patient received an additional inappropriate shock. Technical services advised the patient to get the system checked. There were no additional adverse patient effects. The system remains implanted.